Event description:
It was reported that a patient was to undergo a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. However, upon opening the vizigo catheter, the body of the dilator was found to be split at the proximal end. A new sheath was opened instead. No patient consequences were reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-mar-2025, the product investigation was completed. It was reported that a patient was to undergo a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. However, upon opening the vizigo catheter, the body of the dilator was found to be split at the proximal end. A new sheath was opened instead. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the dilator was broken in the proximal end. A device history review was performed for the finished device number lot 00002657 and no internal action related to the complaint was found during the review. The dilator broken issue reported by the customer was confirmed. The potential cause of the broken condition could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: do not attempt to use a guidewire larger than 0.032 inches in diameter with the dilator provided. Doing so may compromise the structural integrity of the dilator or the guidewire and/or lead to the failure of the sheath or guidewire being used. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).